Manufacturer narrative:
G4: correction submitted to update PMA to p970004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they fell into a hole and landed pretty hard right on the ins. The patient stated that they were in extreme pain and had symptoms, and they felt like something wasn't right with the ins. The patient was examined in the ER but the ER staff could not examine the ins. The patient had not connected "to the" ins to change settings or turn it off, and they did not have the handset with them at the time of the call. The patient was at their (B)(6) beach home at the time of the call, but their handset was at their (B)(6) home. The patient did not have a managing healthcare provider (hcp) at the time of the call and requested listings of hcps near (B)(6) beach who could do an evaluation of the ins. The agent emailed the physician listings and redirected the patient to an hcp to further address the issue.